Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. It is unknown if any amount of one bad of sterile cold saline was entered the patient's vasculature, or entered subcutaneous area on the patient's thigh, or all saline was on the linen. Even if saline entered the patient's vasculature, administration of saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. Catheter leak is probably related to device and to procedure.

Event description:
During ivtm therapy, customer noticed the thermogard ivtm system (sn unknown) had alarmed and the saline bag was nearly empty and that the linen was wet. Customer suspected a icy catheter (lot #unknown) balloon leak. The catheter was flushed without resistance and no blood was noted. They removed the catheter and placed a solex 7 and continued therapy. Prior to when issue noticed, the patient had reached the target temperature and the thermogard console maintained its target temperature setting. Per reporter, the patient's thigh was a little swollen. Please see the following related MFR report: MFR 3010617000-2022-00423 for the thermogard ivtm system (sn unknown).

Event description:
During ivtm therapy, customer noticed the thermogard ivtm system (sn unknown) had alarmed and the saline bag was nearly empty and that the linen was wet. Customer suspected a icy catheter (lot #168993) balloon leak. The catheter was flushed without resistance and no blood was noted. They removed the catheter and placed a solex 7 and continued therapy. Per reporter, the patient's thigh was a little swollen.

Manufacturer narrative:
Additional information b5 and d4: icy catheter lot number added. The reported complaint of "the icy catheter (lot #168993) leak" was confirmed during functional testing of the returned catheter. A liquid emission/leak was observed from the in luer during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Visual inspection of the returned catheter was performed, and dried blood residue was observed on the balloons and the luered tubings. No physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The returned catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, no leak was observed from the catheter balloons. However, water emission/leak was observed from in luer during the lumen crosstalk test. Thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot #168993.

Manufacturer narrative:
Correction h10, the relationship to device and procedure on the msa has been revised. Catheter leak is causal related to device and to procedure.